Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the battery test failed. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the philips heartstart xl+ defibrillator indicating that the battery test had failed. There was no patient involvement. Based on the information available, the cause of the reported problem was due to a battery failure. The customer ordered a xl+ kit-power supply to resolve the issue. The device remains at the customer's site. No further action is warranted at this time. H3 other text : remote support provided.